Event description:
It was reported that the user experienced insulin leakage between the ilet connector and the insulin cartridge when connecting these components outside of the pump during supply changes. The user was advised to connect the cartridge to the connector only after the cartridge is seated in the pump. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a fluid leak associated with the user attaching the connector to the cartridge outside of the pump. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user will call back if further issues occur.